Event description:
It was reported that the patient presented for a follow-up in clinic with a complaint of discomfort. Interrogation revealed failure to capture of both the right atrial (ra) and left ventricular (lv) leads. Subsequent chest x-ray confirmed dislodgement of both leads secondary to twiddler's syndrome. The ra lead has been twiddled all the way back to the device pocket, causing pocket stimulation and patient discomfort. The ra lead was subsequently programmed off, and the device was reprogrammed to vvi mode prior to lead revision. Both ra and lv leads were later explanted and replaced. The patient remained in a stable condition.